Manufacturer narrative:
(B)(4). Batch #: r93h04. Investigation summary: the handpiece was received with the nose cone cracked. In addition, the mount was noted to be loose. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested but unavailable: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure the surgeon stated that the device did not work. It is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient.